Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On the day of the event the patient had a big breakfast and went to the mall for her christmas shopping. At the mall the patient experienced symptoms and felt shaky, and the cgm reading was 112 mg/dl. An unknown time after this the patient had a seizure and an ambulance was called by her daughter. The paramedics arrived around 12:00 noon and gave the patient a bottle of glucose drink. The patient does not remember if a fingerstick was taken around that moment. She was brought to the hospital and received further treatment with tylenol, toradol and lactated ringers. The patient could not provide more information regarding the treatments and any cgm or blood glucose readings during that moment. The patient was discharged on the same day around 7:00pm. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.